Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review could not be completed as the batch number was unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-00990. It was reported that during a peripheral stenting treatment procedure, a vessel perforation occurred. Vascular access was obtained and an ipsilateral approach was utilized. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous left common iliac artery. A non bsc guide wire was placed across the lesion and pre-dilation was performed with a 2mm non bsc balloon. Ivus was performed with a non bsc imaging catheter and difficulty was noted while measuring the diameter of the vessel. The distal portion of the lesion measured 9mm and the vessel was noted to be ¿vacuolated¿. The 8.0 x 20mm sterling balloon catheter was advanced with no resistance noted and the balloon was inflated twice to 6atms. Angiography was performed with no leakage noted. The 7.0x40mm express vascular ld stent system was then advanced with no resistance noted and the stent was implanted in the lesion. Angiography was again performed and no leakage was noted. Post-dilation was performed with the 8.0 x 20mm sterling balloon catheter and the stent was noted to be apposed to the vessel wall. Angiography was performed and leakage was noted 5mm distal to the distal edge of the express stent confirming a vessel perforation. To treat the perforation, a 10x50mm non bsc biliary covered stent was implanted overlapping the distal end of the express stent; however, this device did not fully cover the perforation as leakage was still noted distal to this stent. A 10x60mm non bsc biliary covered stent was then implanted to treat the remaining portion of the perforation and post-dilation was performed with an 8mm sterling balloon. At an unspecified time, the patient¿s blood pressure had decreased due to the event. Upon deployment of the second covered stent, blood flow was lost in the internal iliac artery; however, there was no further leakage and the procedure was completed at this point. All stents were considered well positioned and well apposed at procedure end. The physician felt the perforation occurred due to anatomical issues. There were no additional patient complications reported and the patient¿s status is good.